Manufacturer narrative:
B5: the status of the eye was reported with symptoms of "slight glare". Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event - unk. Device manufacture date - unk. (B)(4).

Event description:
The reporter states a 12.6mm micl12.6 implantable collamer lens was implanted into the patient's left (os) eye. The surgeon reports that the lens was unstable, tilting to one side despite several attempts to re-center. The lens was then explanted on the same date.